Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was consumed in the event.

Event description:
It was reported that during onyx injection in the brouchique artery, the physician observed onyx exit before the distal tip of the micro catheter and was present in the aortic artery. The injection was stopped and the catheter was removed. No pt injury reported. Same event as MDR# 2029214-2008-00325.